Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported failed downstream occlusion testing which was not reproduced. The device was tested for proper downstream occlusion detection and found to alarm within specified range. The reported condition was not verified. No causality was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing with pressure of 22 pounds per square inch (psi). There was no patient involvement. No additional information is available.